Event description:
It was reported that a spectrum pump displayed a latch alarm. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the latch alarm, which was reproduced while attempting to load a set. The messages were found to be caused by a failed lower latch switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.